Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that there was in-stent restenosis of another company's previously deployed stent. During dilatation of the powersail, the balloon ruptured at 8 atm. Another company's stent was deployed to complete the procedure. No pt effects were reported. No additional info is available.

Manufacturer narrative:
Results and conclusion summation: balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the difficulties experienced. Possibly the balloon material was damaged (scratched) during interactions with the previously implanted stent, or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure.